Event description:
While using a new device, powerstar bipolar cable on the powerstar scissors, the pt's lip and adjacent mouth mucosa was burned. The scissors have insulation that should have prevented a burn.